Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that vessel closure in the right common femoral artery (rcfa) was attempted with prostyle devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure via an 8f sheath. On deploying the prostyle devices, the prostyle knot was sticking out of the skin and came away [came out] when the physician attempted to pull it. This occurred with four devices in succession. The sutures of two new prostyle devices were successfully pre-placed at the access site in the rcfa. The sheath was upsized to a 16f and the tavi was completed. Hemostasis was achieved with the pre-placed prostyle sutures on the right and one prostyle suture used for post close in the small access site on the left. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture malposition was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.